Event description:
The customer reported that the balloon deflates on its own. Additional information was received from the customer and stated that there was no patient involved. The customer tested a 14 fr catheter using sterile water, and the balloon deflated during testing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot l25c4935s was reviewed and no anomalies related to the reported issue were observed. An unused, sealed sample was received for evaluation, and upon technical evaluation, the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.